Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forces had a broken conductor wire (black) and broken silver cable. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer initially reported incorrect information (conductor wire breakage) and it was confirmed that the correct information was only "silver cable damage" occurred in this case.